Event description:
Pt reported that they had felt sick, and they thought they were getting the flu. Three days later, an ambulance was called -- pt's blood glucose was above the reading range. Pt was given an IV (type of IV was not provided) as treatment for high blood glucose. Pt was in hospital for approximately 5 hours -- pt's blood glucose at time of release was 317 mg/dl.